Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted.(B)(4).

Event description:
It was reported that there was signal disruption on the distal electrode rings of the c3 navigational variable lasso catheter. There was no patient injury reported in this case. This initial reported complaint itself was not indicative of a reportable event because it did not reflect that the issue was with all the signals and there was no patient consequence. Upon visual inspection of the returned complaint catheter on (B)(4), 2013, the bwi failure analysis lab noted that the electrode ring #1 was torn and sharp on the proximal side and that the connector pins had light green and black residue.the electrode ring damage condition is indicative of a reportable event, thus marking (B)(4), 2013 as the alert date for this report.

Manufacturer narrative:
(B)(4) it was reported that there was signal disruption on the distal electrode rings of the c3 navigational variable lasso catheter. There was no patient injury reported in this case. Upon receipt, the device was visually inspected and it was found that the electrode ring #1 was torn and had a sharp edge. This condition was not reported on the original complaint. Also the connector pins were found with black and greenish residue indicating corrosion of the pins. Then per the event, the catheter was electrically tested and it failed since the electrode ring #1 did not show continuity. Further investigation suggested it was due to the damage presented on the electrode ring. A dimentional was performed to the outer diameters of the tip and all were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. An internal corrective action has been opened to address the ring damage issue.